Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leaked during use due to deflation. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one used decontaminated sample was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. Each cuff shall be also tested by customer prior use as per instruction for use, "the integrity of the cuff and inflation system should be checked prior to insertion." Due to fact that cuff leak was not observed prior to use, and as there are visible signs of use, it is most probable that the reported failure occurred during the tracheostomy procedure or during use due to contact with a sharp edge. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.h4 - manufacture date